Event description:
It was reported that the patient presented for a follow-up in clinic. It was noted that the patient's left ventricular (lv) lead had high capture thresholds. Additionally, it was noted that the patient felt stimulation in the pocket due to diaphragmatic stimulation. The lv lead was capped and a new lv lead was successfully implanted on (B)(6) 2023. The patient was stable throughout the procedure.